Event description:
Additional information received reported that the outcome was ongoing with no further action needed.

Event description:
It was reported that there were high impedances on the right lead. It was also noted that the high impedances were on electrodes 9, 10, 12, 13, 14, 15. It was further noted that there were no signs or symptoms and no actions were taken.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).